Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 241.901, lot: 1l76920. Manufacturing location: raron, release to warehouse date: oct 25, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The returned implant was received at customer quality (cq) with wear and the threads on the proximal locking holes of the plate are slightly stripped which may have contributed to the complaint condition. The reported complaint condition of not threading correctly could not be confirmed at cq via functional test because the relevant mating implants (guide(s)) involved in the intraoperative event were not returned. However, based on the damage to threads and taking a conservative approach, this complaint is confirmed. A root cause could not be determined, as the circumstances surrounding the complaint are unknown. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Dimensional inspection was performed. The measurements of the returned implant indicated that it was manufactured according to specifications. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery on (B)(6) 2019, the locking compression plate (lcp) proximal humerus plate, was unable to thread any of the insertion guides into the proximal portion of the plate. A new plate was used for the fracture fixation. The procedure was successfully completed with a thirty (30) minutes of surgical delay. Patient status is unknown. Concomitant devices reported: insertion guide (part# 323.050, lot# unknown, quality: unknown). This report is for one (1) 3.5mm lcp proximal humerus plate. This is report 1 of 1 for complaint (B)(4).